Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013. The generator was replaced due to eos=yes. During surgery, the surgeon observed a lead fracture so the lead was replaced as well. The implant card was also received which confirmed that the reason for replacement was near end of service of the generator and lead discontinuity. The explanted products were received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2012 were received for the patient's referral for prophylactic generator replacement which indicated the patient presented complaining of frequent, "really bad" seizures the prior month. The patient reported that he was experiencing several seizures with back-to-back, severe seizures. These included falling out of chairs, walking away and not remembering anything. In addition during the appointment, the patient had an episode and the physician swiped the vns magnet over the generator and the patient "was out for a few seconds". On the next visit on (B)(6) 2012, the patient reported that he had two seizures within two days. The patient reported feeling better. It appears that sometime between (B)(6) 2012 (last available history in the manufacturer's database) and provided settings on (B)(6) 2012, the vns programming settings were changed. Later on (B)(6) 2012, the patient had a couple of seizures but no major episodes. He says he felt like he was going to seize last night but he pulled through it and it felt like it was going to be a grand mal seizure. The patient desired to discuss his medication, and the physician indicated in the notes that he needed all of his medications. However, it is unclear what changes may have been made. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental report inadvertently did not report the age correctly. Device failure occurred and may have contributed to the increase in seizures.

Event description:
Generator and lead product analysis was completed. Results of diagnostic testing indicated that the battery status indicated ifi=yes in the pa lab. The battery is partially depleted, 2.780 volts at intensified-followed-up as measured during completion of test parameter of the final electrical test. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The reported lead fracture was confirmed. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil and two of the coil strands segments show that pitting or electro-etching conditions have occurred at the break locations and on the strand segments. Due to metal dissolution and/or surface contamination the fracture mechanism cannot be determined. Abraded openings were identified in the outer and the inner tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Review of manufacturer history records. Review of manufacturer history records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected and may have contributed to the increased seizures. Suspect medical device, corrected data: with the additional information, the suspect device is the lead so the data was reportedly incorrectly previously. Device manufacture date, corrected data: with the additional information, the suspect device is the lead so the date was reportedly incorrectly previously.